Manufacturer narrative:
Clarification to b3 date of event: partial date march 2025 clarification to d6a implant date: partial date 2007. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2007 provided. 01/jul/2007 populated to better align with the manufacture date of the device. Additional, changed, and/or corrected data: d4, d6a, g1, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.